Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Event description:
On 01/05/2022, it was reported by a arthrex employee via e-mail that a ar-2324bcc swivelock screw would not enter. This occurred on (B)(6) 2021 used for a speed bridge for large nodule fractures. It was attempted to be used an outer anchor. However the screw would not enter although it was spinning. The case was completed using a new product with no patient effect reported. Additional information received 1/6/2022: this was discovered during a speed bridge with a large nodule fracture. Surgeon was able to complete case without further issue using another ar-2324bcc.